Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented with an infection noted on the system. It was then noted that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. No further intervention was reported. It was reported that the cause of death was unknown.